Event description:
On (B)(6) 2016, the reporter (wife) for the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra mini meter had displayed an inaccurate high reading compared to another meter (clinic meter). The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy first began around one month prior to contacting lfs that it had been ongoing. The reporter was unable to recall the actual meter reading obtained on both meters, only that there was 10-point difference. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (self-adjuster) and reported that he increased his dose of lantus insulin by an unspecified amount in response to the alleged high readings. The reporter stated that a few hours after the issue began the patient developed symptoms of ¿sweaty¿ which they associated with a hypoglycaemic event. The reporter denied that the patient received any treatment. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure. The correct testing steps were carried out. The test strips were stored correctly and not expired and the test strip was neither cracked nor broken. The patient did not have any control solution to complete a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.